Manufacturer narrative:
The hemosphere unit was not returned. The serial number of the unit is unknown. Without its return it is not possible to determine if some damage or defect existed on the device that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review.

Event description:
It was reported that there were inaccurate blood pressure readings during use with the hemosphere instrument. The blood pressure reading on the hemosphere is different when compared to the ge bedside monitor. The exact numbers that displayed are unknown. The user unplugged the pressure cable and re-plugged it back in to the hem1, then re-zeroed and the readings matched. There was no blood pressure cuff being used at the time. There was no inappropriate patient treatment administered. There was no patient injury. The hem1 serial number is not available, it is unknown exactly which unit was involved at this event, there is no product return. There can be no product evaluation performed as there is no product return. The device history record review will not be able to be performed as there is no serial number available. If further information becomes available it will be submitted in a supplemental report. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.